Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the mode button on this joystick is working intermittently.